Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon review of session records, high pacing lead impedance was observed. No patient symptoms were reported. The lead remains implanted.